Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service and reported that, while placing a routine order, the patient inquired about the availability of clear dressing. The patient stated that the 4 x 4 island dressings cause skin irritation, including rash and itchiness. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).